Manufacturer narrative:
Device passed displacement test and self test. Pump error 53 alarm and error 4 found in the pump history file due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error alarm. The customer¿s blood glucose level was 136 mg/dl at the time of the incident. Customer was able to rewind the insulin pump. Insulin pump failed self test. Insulin delivery was not suspended due to sensor glucose value. The insulin pump will be returned for analysis.